Event description:
It was reported that the patient experienced no stimulation sensation from their implantable neurostimulator (ins) which occurred yesterday. The patient stated that they had been having problems charging for about a week and was getting poor coupling bars (2 bars) since friday. It was also reported that the patient had a damaged recharger antenna anda replacement part was ordered for them. The patient did not have any falls or trauma. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37791, serial# unknown, product type: recharger antenna; product ID 37752, serial# (B)(4), product type: recharger; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).